Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer, and identified the failure mode as a cracked flow cell. The fse performed ise preventative maintenance and replaced the flow cell to resolve the issue. Age/date of birth, weight, ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrolyte (ise) patient results including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2) and calcium (calc) with quality control (qc) issues on their unicel® dxc 600 instrument. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.